Manufacturer narrative:
When analysis is complete, this event will be updated. Upon receipt from analysis, laboratory testing confirmed normal pacing and sensing functions. An access error reset was noted, however technicians noted this was normal. Due to the resets, the exact elective replacement time (ert) date could not be determined. Using date from the programmer printouts, the device meets normal longevity estimates. Technicians noted the device was unable to complete the returned products test due to battery depletion. Based on the best available date, this device functioned with in specification

Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion. There were no allegations against the device or any adverse patient effects reported prior to or during the explant procedure. The device was returned, tested and did not pass the lead impedance test which is a portion of the returned products test. Additional analysis is being performed.